Event description:
This pt, whose age is unknown, was brought to the interventional lab for an angioplasty procedure of the iliac artery (side unknown). The vessels were calcified. The physician used a femoral approach and placed the balloon at the target lesion. The physician then started to inflate the balloon using manual inflation and a 10cc syringe. During this inflation, the balloon burst at an unknown pressure. The balloon catheter was removed from the pt safely and another opta pro balloon was used to successfully complete the procedure. There was no reported injury to the pt.